Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not communicating. The field service engineer (fse) initiated remote smart service for possible remote fix. The fse verified that the customer was able to fix the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fridge was not communicating. The customer stated that the reported issue happened during the dispensing, there was delay in dispensing as the user had to retrieve the medication from another device. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the fridge was not communicating. The customer stated that the reported issue happened during the dispensing, there was delay in dispensing as the user had to retrieve the medication from another device. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.